Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "when implant opened there was a foreign body found in the screw hole of posterior femoral condyle of component". Operative side is right.

Manufacturer narrative:
An event regarding foreign matter involving a triathlon femoral component was reported. The event was confirmed by material analysis report. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of ¿when implant opened there was a foreign body found in the screw hole of the posterior femoral condyle of the component¿ was confirmed. The foreign material was returned with the device and packaging. Materials analysis tested the returned foreign material but was unable to determine the exact match of the material but noted it contained polyester and polyether urethane. It was determined when reviewing the triathlon femoral cell process which included buffing wheels, fiber wheels, kimwipes, and gloves, it was found that the 250 aegis kvs4 glove used within the cell is made of similar materials. An nc was opened on 28-mar-2018 to address the complaint of foreign material in the screw hole of the posterior femoral condyle of the triathlon femoral component. While gloves used in the manufacturing process were identified as a possible source of the foreign matter, it cannot be confirmed that this is the true root cause. Further, this issue was not found to be systemic or recurring.

Event description:
As reported: "when implant opened there was a foreign body found in the screw hole of posterior femoral condyle of component". Operative side is right.